Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was loose and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The insulin pump is being replaced and is expected to return for analysis.